Event description:
Complainant alleged that the device displayed "defib fault 72" and "defib fault 80" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.